Manufacturer narrative:
Additional information indicates that controller log files were not available. The site further reported that the pins of power port 1 were noted to be bent. The patient did not report having dropped the device and he did not report any controller alarms or pump stop events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that a patient was unable to connect a power source to power port 1 of his controller. When the controller was inspected, a bent pin was confirmed. The patient reported that he did not have difficulty making his power connections and the vad coordinator had not recently observed the patient or his wife while they were making these connections. The vad coordinator plans to reinforce the correct technique for connecting the power sources to the controller with the patient on his next clinic visit. The controller was exchanged by the patient who reported being anxious but with no other symptoms. This device exchange appears to have resolved the issue.

Manufacturer narrative:
The reported event of a bent pin could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No bent pins were observed and both ports could connect to external power sources without difficulty. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.